Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. At the time of the report, the patient was receiving an unspecified infusion at home for treatment of the peritonitis (dose, frequency and route not reported). The outcome of the peritonitis event and the action taken with dianeal therapy was not reported. No additional information is available.